Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented to the emergency room and was admitted to the hospital for an unknown reason. Upon interrogation of the device, high threshold was observed on the right ventricular lead. The device was reprogrammed and the patient was scheduled for lead revision procedure. Prior to procedure, the same capture anomaly was observed. The patient was asymptomatic prior to procedure. The lead was capped and replaced on (B)(6) 2018. No additional information was reported.